Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the complaint, investigation revealed that the display was discolored. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.